Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had early battery depletion. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. It was further reported that the device longevity was less than three years. It was also reported that the left ventricular lead (lv) threshold was high and the lv output was high. The device was replaced and the lead remains in use. No patient complications were reported as a result of this event.